Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated that they hooked up the patient's feeding at 0000 and about halfway through the feeding, they noticed the bedding under where the feeding tubing connected with the ng tube was wet. Upon further investigation they found the gavage tubing had a very small leak at the very end, just prior to where it meets with the purple connector that attaches to the ng tube.